Manufacturer narrative:
Correction in h6: previously applied code of fdd a051208 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis of the device concluded that visually, there was no significant damage to the packaging carton when returned. The carton included inserts and an open pouch. The pouch was open from 3 of 4 sides and contained electrodes (red/white and green), and emg tube. There were no traces of contamination on the tube and wire harness was wrapped in tape paper when returned. Functionally, while syringe was used to inject 20cc of air into the cuff, the cuff was not inflating at all. There was a huge obvious cut on the cuff and the cut measured 0.982 inches in length. There were more defects (cut like) noted on the cuff. In the returned condition, there was an out of specification condition that was related to the complaint (due to physical damage). This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during pre-op, the endotracheal tube balloon leaked air, and the surgery was completed with backup endotracheal tube. There was no patient impact.